Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator change procedure. During the procedure, it was discovered the atrial lead impedance trend was showing low impedance over the last 6-8 months. The lead was capped and replaced. Patient was doing well pre and post procedure.